Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl, with ketones. Reportedly, the elevated bg level was unrelated to the pump or supplies. To address the bg level, the customer administered a manual injection of long acting insulin.